Event description:
It was reported that the patient presented in clinic for follow up with the atrial channel of the implantable cardioverter defibrillator exhibiting far r over-sensing resulting in false atrial tachycardia and fibrillation episodes. Programming changes were made, and the device will continue to be monitored. The patient was in stable condition.